Manufacturer narrative:
(B)(4).the air in the patient line was due to the incomplete prime; however, the cause of the incomplete prime could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the care giver (cg) saw air in the patient line. The event occurred during the initial drain on the home choice (hc) and the home patient (hp) was connected. The cg stated that the air in the patient line was because it was not completely primed. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.